Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with oral ciprofloxacin (dose and frequency not reported) "a few days ago" for peritonitis. At the time of this report, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. On an unreported date the same month as receipt of this report (reported as a few days ago), dianeal therapies were discontinued and hemodialysis was started. No additional information is available.